Manufacturer narrative:
The troubleshoot via telephone, the olympus sales representative was at the user facility assisting with connecting the referenced monitor and was not getting an image on screen. The monitor will not be returned for evaluation as it was determined that the video processor was connected to the wrong input on the monitor; once corrected, the unit was working as needed issue resolved. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the video system unit reportedly had "no image". There was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. .a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the image was displayed when the video cable was connected correctly, it is judged that there was no abnormality in the device and the image was not displayed because the connection was incorrect. The instruction manual identifies the following verbiage, related to the reported phenomenon: "if the connection is incorrect, the image may not be displayed normally or the image may not be displayed at all. The position of the video input / output of the video monitor differs depending on the model. When using a video monitor other than oev143 or 203, check the positions of the video input terminal and y / c input terminal by referring to the instruction manual of the video monitor to be used".